Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedances on one of the octrode leads. Additionally, the second octrode lead had migrated. As a result, surgical intervention took place on (B)(6) 2025, wherein both the leads were explanted and replaced to address the issue.